Event description:
Healthcare professional reported right side capsular contracture, baker grade IV.the device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent for anatomopathological analysis. Additional event of "folds and deformities".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. As per the investigation procedure creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, b.6, b.7, d.9, h.3, h.6.

Manufacturer narrative:
Continued section e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV photographic device evaluation: no observations could be made as the reported event is a medical event.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent for anatomopathological analysis.